Manufacturer narrative:
The alleged 410-2000 is not expected to be returned for evaluation and review. This complaint of burn from device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. -use of surefit dual dispersive electrodes on adults in high current procedures exceeding 700 ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. -difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient pad adherence and integrity, and the electrical generator and it connectors. Indiscriminate power increase may result in patient burns. Caution: heat applied by thermal blankets or other sources are cumulative with heat produced at the pad. Choice of an application site removed from other heat sources reduces the risk of patient injury. Always use the lowest power settings to achieve the desired surgical effect. When wrapping a pad around a limb, the pad must not touch or overlap itself. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The 410-200 device was reported as having given the patient a 2nd degree burn above the right knee during a mastopexy procedure that occurred on (B)(6) 2019. The received report of the procedure states "at the end of the surgery when surgical clothes that cover the patient were moved, an area of burn on the right leg approximately at 5 cm over the knee joint was noticed. Dimensions of the burning area are: 5x2 cm and 2x1 cm. During the surgery no special odor of burn was notice or alarm from the electrocautery device was heard." The patient was reported as maintaining hemodynamic stability throughout the event. This report is being raised on the basis of injury due to the report of 2nd degree burn.